Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and there was a blockage in the cartridge. Customer changed cartridge and resumed insulin therapy. Customer reported using apidra insulin. Tandem customer technical support informed customer that apidra is off label per the user guide. Customers blood glucose was 180-300 mg/dl.